Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's father reported via phone call that the customer fell out of bed with the insulin pump and it hit the floor. It was stated that the device started alarming, the screen flashing but the display is blank. They removed and reinserted the battery but it kept alarming. It was stated that the insulin pump does not have physical damage but the customer could not clear the alarm and access the menu. Most recent blood glucose value was 7.9 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. Customer was out of the country. It was advised the insulin pump should be replaced and the local office will follow up.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. No blank display was noted. Unable to perform functional testing including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with minor scratches on the case, a scratched keypad overlay and minor scratches on the lcd window.